Event description:
Healthcare professional (hcp) reports blood leak at the arterial blood port and c3 bloodline interface. Noted shortly after treatment was initiated. Estimated blood loss was 10cc. The connection was secured, and the treatment was completed without incident. No pt injury or medical intervention reported per hcp.